Manufacturer narrative:
The device was discarded but a no product return investigation is pending. Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during deployment of the 29mm sapien 3 valve in the aortic position, the 29mm commander delivery system balloon ruptured. Heavy leaflet calcium was thought to be the culprit. The valve was approximately 90% deployed at time of rupture. The delivery system was removed, and valve was assessed on fluoroscopy and tte. Appropriate seal was noted but a mildly elevated gradient was observed. It was determined to post dilate using a 28mm non-edwards balloon. The procedure was completed successfully and the patient was sent to recovery in stable condition. No physician allegations of device malfunction. The device was discarded after the procedure. Bav prior to valve deployment was performed. No extra volume was added to the balloon.

Manufacturer narrative:
The device was discarded. No bav was performed prior to valve deployment. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. As the device is not available for return, no visual, dimensional, and functional testing was performed. As the technical summary written by edwards lifesciences applies to this complaint event, an engineering evaluation is not required. Imagery was provided by the complaint event site. Calcification was present in the annulus. Additionally, during deployment of the valve, the balloon burst at full inflation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon burst was confirmed by the provided imagery. As the complaint device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, no manufacturing non-conformances were able to be identified. A detailed root cause analysis for similar returned complaints has been summarized in the technical summary written by edwards lifesciences. The technical summary provides the details why balloons are subject to increased risk of burst in a calcified annulus. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. The 'annulus' may refer to a patient's native annulus (in the aortic, pulmonic, mitral, or tricuspid position), or a previously implanted thv, surgical valve, or ring in the aortic, pulmonic, mitral or tricuspid position. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the annulus when the inflated delivery system balloon comes in contact with the calcification at full inflation/deployment. The complaint description states, 'the 29mm commander delivery system balloon ruptured. Heavy leaflet calcium was thought to be the culprit.' The provided imagery revealed calcification was present in the native annulus. Calcification present in the landing zone can create a challenging anatomy for balloon inflation and can weaken the balloon material, contributing to the burst. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The technical summary also outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing support that it is unlikely that a defect present in manufacturing contributed to the complaint. It should be noted that these mitigations are still in place. As such, available information therefore suggests that patient factors (calcification) likely contributed to the complaint event. The complaint for balloon burst was confirmed. A manufacturing non-conformance was unable to be determined without the return of the device. Available information suggests that patient factors (calcification) may have contributed to the complaint event. An existing technical summary has been documented for root cause analysis on balloon burst complaints. The technical summary is applicable for this complaint so an engineering evaluation is not required. Since no edwards defect was identified, no corrective or preventative action is required. Complaint trending is conducted. H3 other text : device discarded.